Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation and the four (4) batteries were returned for evaluation. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Of note, it was observed that the batteries (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. Failure analysis of the (B)(6) revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); (B)(6) was not estimating the capacity accurately. Of note, it was also observed that (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. These are additional finding not related to the reported event. The most likely root cause of the observed abnormal relative state of charge (rsoc) event can be attributed to an estimation error. The most likely root cause of the observed high cycle count event can be attributed to the batteries reaching the end of its useful life. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log file revealed several premature power switching due to momentary disconnections involving (B)(6), as well as momentary disconnections that did not lead to power switching events involving (B)(6). Momentary disconnection will result in an audible tone or "beep." Review of controller log files revealed five (5) controller power up events on (B)(6)2020 at 12:31:01, 07:48:21, 11:25:33, 09:59:38, on (B)(6)2020 at 18:28:58, respectively. Several momentary disconnections were recorded leading up to the loss of power on (B)(6)2020. The controller was without power for 9 seconds, 8 seconds, 10 seconds, 12 seconds and 8 seconds, respectively. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. There is no evidence that the lubrication servicing had been performed on the (B)(6). The most likely root cause of the reported beeping event prior to lubrication can be attributed to momentary disconnections between the controller and battery. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching and beeping event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d1: battery d4: serial #: (B)(6) d10: yes, return date: 02-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 104, 3213 h6: FDA conclusion code(s): 133, 4307 d1: battery d4: serial #: (B)(6) d10: yes, return date: 02-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 133, 4307 d1: battery d4: serial #: (B)(6) d10: yes, return date: 02-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 133, 4307 d1: battery d4: serial #: (B)(6) d10: yes, return date: 02-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and four batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of three batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the first battery revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the first battery was not estimating the capacity accurately. Of note, it was observed that the batteries three batteries had exceeded the useful operating life of 500 charge and discharge cycles. These are additional finding not related to the reported event. The most likely root cause of the observed abnormal relative state of charge (rsoc) event can be attributed to an estimation error. The most likely root cause of the observed high cycle count event can be attributed to the batteries reaching the end of their useful life. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed several premature power switching due to momentary disconnections involving three batteries as well as momentary disconnections that did not lead to power switching events involving three batteries. Momentary disconnection will result in an audible tone or "beep." Review of controller log files revealed five controller power up events on (B)(6) 2020 at 12:31:01, 07:48:21, 11:25:33, 09:59:38, and 18:28:58. Several momentary disconnections were recorded leading up to the loss of power on (B)(6) 2020 involving two batteries. The controller was without power for 9 seconds, 8 seconds, 10 seconds, 12 seconds, and 8 seconds, respectively. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the three batteries in accordance with the requirements under fsca cvg-18-q4-19 on 12/dec/2018. There is no evidence that the lubrication servicing had been performed on the fourth battery. The most likely root cause of the reported premature power switching and beeping event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent d isconnection on one or both power sources. Additional products: (B)(6) UDI #: (B)(4) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c19, c06 h6: FDA conclusion code(s): d02, d1105 (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d02, d1105 (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d02, d1105 (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s):c04 h6: FDA conclusion code(s): d01 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the controller w as removed from use and was returned to the manufacturer. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial or lot#: (B)(4) ,UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-sep-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller and batteries exhibited power switching. The controller also exhibited intermittent beeping and irregular power ups. The controller remains in use, and the batteries will be exchanged. No patient complications have been reported as a result of this event.